Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing. All operating currents are within the specification, no unexpected low battery, off/no power or failed battery test alarm noted. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a button error. He replaced the battery and now it says failed battery test. Customer's blood glucose is 67 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.